Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. There were no problems inserting the cassette. An accelerated stress test (ast) was performed on the cycler and failed. During the test, the pump motor diagnostic screen displayed a grinding noise with the pump a motor. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a system air leak test, a mushroom head check, and a patient sensor calibration check. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. The patient had contacted ts to troubleshoot an ¿m31 air detected in cassette¿ alarm that occurred during fill 2 of 3, prior to discovery of the fluid leak. After failing to bypass the alarm, the treatment had to be cancelled. When the patient opened the cycler door to remove the cycler set, they observed fluid leaking out from behind the cassette. The patient reported that the cassette was difficult to insert when they were setting up for the treatment; the patient stated that it had to be ¿forced in¿. No obvious damage was observed on the cassette. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. The patient completed their treatment by performing a manual exchange. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient had not yet informed their pd nurse of the cycler replacement at the time of follow up, but they were planning to do so. It was confirmed that the patient received their replacement cycler and was continuing pd therapy on the machine with no further issues. The old cycler was reportedly ready to be picked up and returned to the manufacturer for physical evaluation. The cycler set was also available to be returned for a manufacturer evaluation.